Event description:
Patient reported they were infusing on (B)(6) 2025 and at the end of the infusion, with a few milliliters remaining, patient head a "click" in the freedom pump and it would not run/turn. Patient was infusing the 10gm/50ml dose when this happened. Per registered pharmacist, it sounds like the spring broke based on patient's description. Patient stated they tried rewinding and it would go and "snap". Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if medical doctor is aware. Dose/amount: hizentra 20% pfs - 14gm. Hizentra indication: immunodeficiency with predominantly antibody defects, unspecified; selective deficiency of immunoglobulin g [igg] subclasses; common variable immunodeficiency, unspecified. Did pharmacy replace device? - yes.